Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has not recharged the ipg as recommended. As a result, the pt has lost stimulation and the charger/programmer can no longer communicate with the ipg. A replacement charger was used to address the issue to no avail. The pt will undergo surgical intervention to address the issue.